Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the insulin pump returned a battery change too slow message. Caller reported replacing the batteries, then the insulin pump began to beep and the keypad stopped responding. Caller reported that the insulin pump was possibly bumped or dropped. Blood glucose level was 214 mg/dl at the time of the call. No further info was provided.